Event description:
It was reported to boston scientific corporation that two weeks after placement of a corflo cubby low profile gastrostomy device, the balloon was deflated and removed without difficulty. According to the complainant, however, the balloon did not re-inflate symmetrically. Reportedly, the device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual evaluation of the returned device confirmed that the balloon was slightly asymmetrical. However, there was no difficulty inflating the balloon; and, in addition, no leaks were noted. The reported balloon inflation malfunction is not confirmed.